Event description:
It was reported that, hosp called and said when they opened the package, they noticed that the inside packaging was open and not sealed.

Manufacturer narrative:
Add'l info has been requested and if received, will be submitted on a supplemental report.